Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes using insulin from old cartridges when loading new cartridge. Customer was informed that residual insulin remaining in the cartridge is unusable per the user guide. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 275 mg/dl.